Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed status codes "status 66", "status 104" and a "cannot dump" message. There was no patient involvement in the reported malfunction.